Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator exhibited a burning smell. A boston scientific company representative advised the patient to replace the communicator. A return label was sent for the communicator. No adverse patient effects were reported.